Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. The complainant reported the impella was placed independently, and, upon arrival to the catheterization lab, placement signal was impaired and appeared to not function correctly. An impella replacement was recommended but declined by the physician. The motor current was showing good waveform, and placement was confirmed with x-ray. The patient expired after being on support for 25.27 hours.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation.the investigation has been completed. No product was returned. As per data log review, the placement signal not reliable alarm was found to be present after motor current spike. The trend of signal-to-noise ratio (snr) and contrast were found to be decreasing immediately after the event of motor current spike. The cause of the optical signal issue was most likely biomaterial ingestion with motor current spike observed affecting the snr and contrast parameters per data log review.a review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.all pertinent information available to abiomed has been submitted at this time.